Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant the pacing did not work as the right ventricular lead was configured to unipolar and the device was in bipolar configuration. The lead was checked and worked properly, but once connected to the device no pacing was seen. The physician figured out that the device was configured to bipolar configuration, thus the device was programmed to unipolar and the issue was resolved. No adverse patient effects were reported.